Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported by the patient's attorney that the patient underwent a total hip replacement in 2007. Post-op, he experienced pain and his surgeon recommends that he be revised.